Event description:
After an implantation period of approximately 92 months it was reported that the lead was extracted due to oversensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Inlexa 3 vr-t df-1 promri: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. The ICD was implanted for 26 months and 40 charging cycles were recorded to the devices memory. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In addition, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. Linox smart promri s 65: the performance of the lead was scrutinized including a visual, mechanical and electrical inspection. A thorough inspection of the lead did not show any deviations that might have contributed to the reported oversensing. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.